Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. During an onsite visit the field service engineer replaced the eye tracker mirror, recalibrated and successfully completed system verification to specification. The root cause could not be identified by the investigation. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A medical assistant reported that the system did not track the eye and a gas exchange system message displayed during a laser procedure. The procedure was completed with no patient harm.

Manufacturer narrative:
The returned sample was inspected. Visual inspection of the camera mounting assembly shows the mirror for the eye tracker camera shows at two points the reflecting surface of the mirror is damaged. The root cause for the reported eye tracker problem is the damaged reflecting surface on the mirror caused by user handling. The manufacturer internal reference number is: (B)(4).